Manufacturer narrative:
It was provided that the customer had 3 false positives in (B)(6) 2026. Exact results were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable false-positive elecsys hiv duo results from the cobas e 402 analytical unit for two patients. Patient 1's initial result was 3.63 coi (reactive). The hivag result was 0.222 coi. The ahiv result was 3.62 coi. On (B)(6) 2025, using an abbott method, the result was non-reactive for antigen and antibody testing. On (B)(6) 2025, the repeat result was 3.86 coi (reactive). The hivag result was 0.230 coi. The ahiv result was 3.85 coi. Patient 2's initial result on (B)(6) 2025 received data flags and gave no result. On (B)(6) 2025, the repeat result was 1.24 coi (reactive), accompanied by a sample alarm. The ahiv result was 0.109 coi. The hivag result was 1.24 coi. Another ahiv result received a sample alarm. Another repeat result on (B)(6) 2025 was 1.27 coi (reactive). The ahiv result was 0.104 coi. The hivag result was 1.27 coi. A rapid test was performed, and the result was negative.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer reported three additional samples with low reactive titers that were sent for confirmatory testing and received a non-reactive result. Patient 3's initial result on (B)(6) 2026 was 4.99 coi (reactive). The antibody test results were non-reactive. A result from an abbott instrument was non-reactive. The patient is a 32-year-old female. Patient 4's initial result on (B)(6) 2026 was 3.87 coi (reactive). The antibody test result was non-reactive. The patient is a 47-year-old male. One example was provided that the initial result was approximately 4 coi, and upon repeating, the result was approximately 1 coi. It was not provided which patient this information is regarding, or if it is another patient. The investigation is ongoing.

Manufacturer narrative:
Medwatch field h6 type of investigation, investigation findings, investigation conclusion, and component code were updated. A field service engineer (fse) performed preventative maintenance, general cleaning of the analyzer, and replaced the measuring cell. A new blank cell calibration was generated, and an instrument check was performed, and passed along with calibration. The investigation was unable to determine a direct root cause. The performance of the elecsys hiv duo assay is within specification. Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." "Repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."